Event description:
Device report from synthes reports an event in columbia as follows: it was reported during a procedure on (B)(6) 2022 a reamer head and ria drive shaft malfunctioned. During the reaming, the fins of the 12 diameter head fractured and when the specialist finished and pulls out the drive shaft l360 it is evident that it is also split at the end where the cutter is positioned. No patient harm was reported. This is report 2 of 2 for (B)(4). This report is for a ria reamer head.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Concomitant medical products: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: UDI, lot h3, h4, h6: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 19-oct-2020 part number: 352.250, 12.0mm reamer head-sterile for reamer/irrigator/aspirator lot number: 66p7685 (non-sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certification for heat treat was reviewed and determined to be conforming. Certificate of analysis was reviewed and determined to be conforming. Raw material certification was reviewed and determined to be conforming. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the 12.0mm reamer head for reamer/irrigator/aspirator had all of the prongs broken, fragments are visible in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the 12.0mm reamer head for reamer/irrigator/aspirator. Due to the trend with the broken ria 2 reamer heads identified during post-market surveillance, the CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation was initiated to define any further action related to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 12.0mm reamer head for reamer/irrigator/aspirator had all of the prongs broken, fragments were returned. A dimensional inspection for the 12.0mm reamer head for reamer/irrigator/aspirator was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the 12.0mm reamer head for reamer/irrigator/aspirator. Due to the trend with the broken ria 2 reamer heads identified during post-market surveillance, the CAPA-010231 was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation (pie 1871936) was initiated to define any further action related to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 352.250, 12.0mm reamer head-sterile for reamer/irrigator/aspirator. Lot number: 66p7685: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition.